Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. Device not returned to manufacturer.

Event description:
On 2nd march, 2023 getinge became aware of an issue with one of surgical lights - powerled. It was stated the headband end went loose with risk of detachment. There was no injury reported, however, we decided to report the issue in abundance of caution as loose headband end could lead to fall and as a result of that, could lead to serious injury.

Manufacturer narrative:
The initial reporter was the operating theater staff. The correction of h3a device evaluated by manufacturer?, h3b device not eval provide code and h3c if other provide code -explain fields deems required. This is based on the internal evaluation. Previous h3a device evaluated by manufacturer?: no. Corrected h3a device evaluated by manufacturer?: yes. Previous h3b device not eval provide code: other. Corrected h3b device not eval provide code: n/a. Previous h3c if other provide code -explain: device not returned to manufacturer. Corrected h3c if other provide code -explain: n/a. Getinge became aware of an issue with one of surgical lights - powerled. It was stated the headband end went loose with risk of detachment. There was no injury reported, however, we decided to report the issue in abundance of caution as loose headband end could lead to fall and as a result of that, could lead to serious injury. Based on an information gathered, defective parts were replaced and the device is operational. Based on the information collected, it was established that when the event occurred, the surgical light did not meet its specification and in this way the device contributed to event. According to the information gathered by getinge technician, the issue occurred during usage of the device. According to the conclusion of the analysis related to the loosened connection between the fork and the headlight, the gap between the fork and the headlight was caused by a loosening of the bracket fixing screws over a long period of time due to a lack of thread-locking patch on 3 screws in the production line. To prevent any safety issue related to a loosened connection between the fork and the headlight the user manual mentions to check the headlights for chipped paint, impact marks and any other damage and to perform yearly preventive maintenance. Getinge shall continue to monitor for any further events of this nature and does not propose any further action at this time.

Event description:
Manufacturer's reference number: (B)(4).